Manufacturer narrative:
This report is submitted on april 8, 2019.

Event description:
Per the audiologist, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The magnet has been repositioned (date not reported). The implanted device remains.